Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed a "disconnect 76" error message. The device was used for the procedure. The user reported that the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.